Event description:
This report pertains to one of three devices used during the same procedure. Associated manufacturer reports #3005099803-2012-01069 and #3005099803-2012-01070 pertain to the other devices. It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6), 2010. There were no complications during this procedure. According to the complainant, the patient experienced pain and numbness in the buttocks; pelvic, abdominal, leg and back pain; abdominal pain with urination and bowel movements; infections; vaginal bleeding; and dyspareunia. The exact nature and date of onset of the abdominal pain, infections and vaginal bleeding are unknown. The patient did not present to the implanting physician with leg and back pain, infections or vaginal bleeding. The patient presented with pain in the buttocks within two months of the initial procedure (exact date unknown) and was prescribed steroids and pain medication for it (dates and dosages unknown). The pain lessened over the next three months but did not resolve. The patient presented later (exact date unknown) with bladder pain. The patient was monitored and continued on the medication but the pain did not resolve. On (B)(6), 2011, the patient presented with continued bladder pain, vaginal pain, pelvic pain, and dyspareunia but the physician did not find anything abnormal during an exam. All of the patient's follow up visits revealed that the pelvic repair work looked normal. As the patient's pain did not resolve completely, she was referred to a neurologist but did not follow up with him. On (B)(6), 2011, the patient had a cystoscopy which did not reveal any problems related to the sling. This was the last date the patient was seen by the physician. The patient's current condition is unknown.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.